Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 485 mg/dl at the time of incident and the current blood glucose of the customer was 495 mg/dl. Customer reported that they received motor error. Customer was able to complete insulin pump rewind. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. The customer reported that the insulin pump was exposed to magnetic field. Customer did not provide any symptoms regarding to high blood glucose episode. Customer reported that they performed displacement test and test was passed. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.